Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not able to be interrogated while still in the box. Another device of the same model was used in the procedure and this boxed device was returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance department. Visual examination identified two dents on the device case. Next, the device case was removed in order to facilitate inspection of the internal components. No visual anomalies were noted. The battery voltage measured lower than expected. The battery was removed and replaced with an external power source. A high current drain was identified. Despite detailed testing, the exact root cause for the high current drain could not be identified; however, it is thought to be linked to the identified physical damage (i.e., dents in the device case).